Manufacturer narrative:
Corrections to concomitant medical products and device evaluated by MFR. The reported event that pip broach, proximal, size 40 silicone pip was alleged of 'contamination of the device' could be confirmed only based on pictures, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The following event was reported: "during pip silicone ancillary use: small metal debris were observed when using proximal and distal raps" we observed metal debris as soon as the proximal rasps 30 and 40 and the distal rasps 20 and 30 were impinged.

Event description:
The following event was reported: "during pip silicone ancillary use: small metal debris were observed when using proximal and distal raps". We observed metal debris as soon as the proximal rasps 30 and 40 and the distal rasps 20 and 30 were impinged.

Manufacturer narrative:
The reported event that pip broach, proximal, size 40 silicone pip was alleged of 'contamination of the device' could confirmed based on pictures and the products returned. Based on investigation, the root cause was attributed to be user related. The failure was most probably caused by poor handling together with the normal wear of the devices. These particles found, if returned, were going to enable a deep analysis of their nature. Based on the pictures sent, some black particles are noticed on the white dressing. Moreover, the parts were returned and therefore were inspected visually and with the microscope. However, these particles weren't found. The microscope investigation showed that the tip of the rasps has some broken edges. Most probably, the particles are these small broken edges coming from the tip of rasps. Such an incident (broken edges) can occur if the parts are handled with violent forces. Moreover, these devices were released on 2015/2016, therefore, at least 3 years prior the incident. The normal wear of the devices is part of their life cycle. Therefore, this case is classified as a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The following event was reported: "during pip silicone ancillary use: small metal debris were observed when using proximal and distal raps". We observed metal debris as soon as the proximal rasps 30 and 40 and the distal rasps 20 and 30 were impinged.